Event description:
It was reported that the user experienced dexcom g6 signal loss with the ilet system, resulting in intermittent communication between the pump and cgm; the sensor site and infusion site appeared acceptable on the abdomen, and the user proceeded to eat breakfast and announce the meal, with troubleshooting education provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.